Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a review of the dimensional verification, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device was not able to confirm a leak. There is a greater amount of biomatter near distal end of manifold before cook adapter, possibly indicating the location of the alleged leak. There did not appear to be any surface damage on the catheter. There not appear to be any damage on the hub or lumens. A leak test was performed by clamping the catheter tubing with hemostats and injecting room temperature water through the hub using a 20ml syringe. The leak could not be recreated. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been reported since the submission of the initial report on 05/04/2018.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray patient code: no code available ¿ additional procedure required to replace drain. Device code: leak is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was used in a tlc insertion in the left ij. 48 hours after implantation, a nurse noticed a leak under the dressing. The leak is thought to be coming from the lumen section that lies between the two parts where the sutures are. As reported, the patient did not experience any adverse effects due to this device issue.